Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error. Blood glucose value was 101 mg/dl at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No critical pump error(open book image) noted during testing. Insulin pump received with low active current measurement, problem isolated to backlight sensor on electrical board.